Manufacturer narrative:
(B)(6): (B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Broke inside patient. Something to do with links. Although asked, no additional information was received.

Manufacturer narrative:
(B)(6): a most probable root cause could not be determined because the customer did not provide a complaint sample, or adequately detailed representative photograph, and did not provide enough information in the verbal description to approximate what part of the device may have failed. It was previously reported "device evaluation anticipated, but not yet begun." However, the device was not returned for an investigation and a lot number was not provided.

Event description:
Broke inside patient. Something to do with links. Although asked, no additional information was received.